Event description:
After the completion of the pulsed field ablation procedure, a laceration of the left pulmonary vein was identified and resulted in patient death. The procedure was completed according to protocol with no complications, and the pulmonary veins were successfully ablated. When withdrawing the devices through the transseptal puncture, hypotension occurred. There were no insertion or removal difficulties with the guidewire or catheter. A pericardial effusion with signs of a tamponade were confirmed. A pericardiocentesis was performed but the effusion recurred. An emergency thoracotomy was performed revealing a laceration which was repaired. A stable hemostasis could not be maintained and after two hours of intervention, the patient died due to cardiogenic shock. There were no performance issues with any abbott device.

Manufacturer narrative:
Correction: report type, g3, h2, h11.